Event description:
It was reported that the patient's right ventricular lead exhibited noise over-sensing resulting in inappropriate anti-tachycardia pacing (atp). The lead was capped and replaced on (B)(6) 2023. The patient was stable.